Manufacturer narrative:
Examination of the returned products could not confirm the complaint; the guide pin moved freely through the screw cannulation. Although the complaint could not be confirmed, a depuy (B)(4) stated that power is not recommended for inserting screws. Also, it is not uncommon for something (bone, soft tissue, etc) to get stuck in the cannulation, which could result in the guide pin advancing forward. Review of the inspection records for the guide pin found no manufacturing deviations or rejections. (B)(4), the manufacturing facility, stated at the time based on the fact that no discrepancies were noted for the products being accepted for the screw part and lot number combination. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The product was used for femoral neck fracture. After the guide pin was inserted, the canulated cancellous screw was inserted by the power instrument. After insertion, the pin could not be removed from the screw. Then, during insertion, it was noted through image that the guide pin penetrated the femoral head. According to the surgeon, the pt's bond quality was good.